Event description:
It was reported that the customer had a crack by the reservoir on the insulin pump. Customer's blood glucose level was 203 mg/dl. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Findings: unit received with scratched lcd window, broken reservoir tube lip, and cracked battery tube threads.